Manufacturer narrative:
(B)(4) date sent: 6/22/2026 b3: event year only reported: 2026 d4 batch#: unknown d4: UDI: as the lot number and the expiration date for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: did the electrode ceramic separate or break off? Did the I blade get damaged or break off? Is the jaw damaged but not broken off? Is the top jaw loose but not detached? Is the top jaw ptc material damaged? Is the black ptc in the upper jaw detached? Is the top jaw broken off the of the device? Could you please provide the lot number? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during unknown procedure the metal of the jaws came apart. No patient consequences.